Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011; patient 1: inratio: >7.5. Date: (B)(6) 2011; pt: 2; inratio: 5.0-6.0; lab: 4.3. Pt 1 was given vitamin k. Pt 2 - when reporting the lab result on (B)(6) 2011, the nurse was not sure if the inratio inr was closer to 5.0, or 6.0 as originally stated on (B)(6) 2011.